Event description:
It was reported that during a lower anterior resection procedure, the rectum was stapled and cut with another device. The circular stapler was used, but the firing lever was very hard to fire and the device couldn't pull out. Box-shaped staples were on the rectum and the washer wasn't cut. The procedure was changed to a miles' operation to complete the case. The device could not remove which resulted in a permanent colostomy. There was no further pt consequence reported.